Event description:
Additional information received via email. There was no patient harm and no medical intervention, but unplanned tube change undertaken to ensure an intact tube was in situ. Patient details updated. Event occurred at patient home.

Manufacturer narrative:
Email is: regulatory.responses@icumed.com. One device sample was received without the original packaging. Per visual inspection, it was detected a cut in the flange/neck strap. The complaint was confirmed. No other analysis was performed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. The cause for the condition was due to manufacturing. The complaint fault has been escalated to address a full root cause investigation for damaged flange/neck strap issues and is currently in the investigation phase.

Event description:
It was reported that during a routine tape change the mum noticed that the right flange was almost completely broken. This led to an emergency tube change. The tube had first been inserted on (B)(6) 2022. Family had been trying to undertake 28 days with a tube insitu before alternating with a second tube. It had been sterilized 5 times. It was due to be swapped to a new tube.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.